Event description:
It was reported after used PICC for chemo it is now leaking and they saw a hole in the catheter. PICC have been used for chemo, epirubicin, cyklofosfamid and docetaxel. The hole is a few cm from the wing. They saw that the catheter was leaking when they flushed it with sailine. The catheter was pulled out.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx2623 showed three other similar product complaint(s) from this lot number.